Event description:
It was reported that the pt underwent a surgical procedure to implant posterior fixation at l2 to iliac approx four months post op. Fusion reportedly failed at l5-s1. The pt did not complain of pain. The revision surgery reportedly is required, but no revision surgery is reported at this time.

Event description:
The report received from the field states that the l shape radio piece marker was separated from the device.

Event description:
The facility representative reported on a colleague infusion pump with a buzzer button that is not working. The event was reported to have occurred during biomedical testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software (B) (4), categorized as remediated. No additional information is available.

Manufacturer narrative:
(B) (4)the pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The buzzer button was not working due to defective speaker harness. The main speaker harness was replaced.

Manufacturer narrative:
(B) (4)there is a CAPA (corrective and preventative action) investigation associated with this complaint. B) (4).

Manufacturer narrative:
(B) (4)